Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The trochanter fracture occurred a month ago while implanting a gamma nail and was not a new fracture after the fact if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure one month post implantation due to dislocation of the head/bearing construct from the acetabular component. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110031012 item name vivacit-e dm bearing 28x44mm lot # 66085223. 650-1055 item name cer bioloxd option hd 28mm lot # 3137893. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2024 - 00573. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.